Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on 2017-09-11 at 4:19 pm the log entries show an error code that indicates a warm start of the device. The logged error codes reveal a singular deviation within the sequence program that can be attributed to the software. A restart of the whole electronic system was triggered by the safety software as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After approximately 12 sec the savina 300 continues ventilating the patient with the last settings.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that that while a patient was connected to the ventilator, the ventilator screen froze up then the ventilator rebooted. There was no patient injury reported.